Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: ni/ni/1999 - the patient underwent hernia repair with unspecified mesh. (B)(6) 2005 - the patient underwent repair of recurrent incarcerated ventral hernia with component separation procedure. Op dictation notes: ¿it was then decided to put a layer of mesh over the initial repair. I used a 6 by 8 sheet of sepramesh gynzyme lot number 05n024us. This was sewn in place with a continuous 2-0 prolene and a second layer over the top with another 2-0 prolene. When done, I was happy I had good 2 layer closure over the entire defect.¿ ni/ni2005 - the patient underwent debridement of skin and subcu tissue of the infected abdominal wound. Operative indications are reported as: "patient has undergone a component repair of a ventral hernia. She developed infected skin, subcu wound." (B)(6) 2005 - the patient underwent a debridement of necrotic abdominal wound with placement of wound vac. Op dictation notes: ¿the underlying mesh was intact.¿ (B)(6) 2006 - the patient underwent irrigation & debridement of skin, subcu tissue and fascia of abdominal wound and removal of foreign body (dx: infected mesh s/p hernia repair a year prior/ infected exposed mesh which was removed in pieces that were not incorporated.) Per op dictation: ¿the mesh (sepramesh), which was exposed, was grasped with tissue forceps and heavy metz scissors, and white mesh which could be seen through the granulation tissue was removed sharply. Following this, the skin was excised around the edge of the wound. The wound itself was probably about 7 x 5 cm in total. The skin was completely excised around this area sharply with a knife. Any other areas of mesh that were visible were removed. The area was then debrided sharply with a knife. Again, any other areas of mesh which were identified that had granulation tissue on top of it were removed sharply with scissors.¿ (B)(6) 2006: the patient underwent an excision of infected mesh, and a ventral hernia repair with alloderm (non bard/davol). Operative dications are listed as: "the patient has had a complicated past medical history consisting of multiple ventral hernia repairs, the last one the mesh was infected, and has had a chronic wound for the last 18 months." Op dictation notes: ¿the dissection was carried up superiorly towards the current mesh (sepramesh) that was in place. The posterior aspect of this was cleared of the underlying bowel and then omentum with electrocautery and sharp dissection. The old mesh (sepramesh) was then excised back to healthy fascia. Once this was completed, it was removed with the overlying skin.¿